Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3387s-40, lot# va03e59, implanted: (B)(6) 2012, product type: lead. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3387s-40, lot# va03e59, implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported there was a stimulation/therapy issue. The patient reported a tingling sensation in their implantable neurostimulator (ins) pocket. They were being scheduled to see their managing neurologist and implanting surgeon in clinic. Troubleshooting would be performed in the future and the issue was neither resolved nor determined. The patient status at the time of report was alive with no injury. Additional information received reported on 2014-oct-08 the patient was seen by their doctor and they were reprogrammed. The result included no apparent loss of efficacy and the tingling sensation went away. The cause of the event was not determined and it was unknown if it was device related. The health care professional (hcp) assumed that the resolved tingling sensation was device related. The patient received effective therapy. Additional information received from rep on may 10 2016 reported that the tingling in the ins pocket had improved but persisted. As a result, healthcare provider, the patient and patient's family decided to surgically remove the previous placed ins and extensions. Each item was surgically replaced on (B)(6) 2016 with new implant bearing the same model numbers.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.